Manufacturer narrative:
Customer report of stenosis could be confirmed by visual observation. Host tissue fused leaflets 2 and 3 on the outflow aspect. Moderate to heavy host tissue overgrowth was noticed on the tissue at the outflow aspect, into the orifice, at the inflow aspect, at the stent inflow, and at the stent outflow. Host tissue restricted mobility in the leaflets, leading to stenosis. Host tissue folded the free margin of leaflet 2, creating a gap at the coaptation region. Minimal calcification was observed in the cusp area of leaflet 3. The x-ray demonstrated calcification and commissure wireform distorted. This damage is most likely due to explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. Abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
It was reported via the hospital that a (B)(6) female underwent a valve explant after an implant duration of approximately eight (8) years due to mitral stenosis secondary to pannus. Upon review of source documentation, there were fibrotic tissues that extended onto the sewing ring of the mitral prosthesis and then onto the leaflets themselves. The stenosis was only "moderate." This was explanted and a 27 mm non-edwards valve was implanted. The patient was transferred to the ICU in satisfactory condition.

Manufacturer narrative:
Device not returned. It was reported that the device was explanted due to pannus. The device is en route to edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.